Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The device failed to detect the vt due to programmed settings and did not deliver therapy. The patient required an external shock. The next day the patient again experienced vt which the device failed to detect due to programmed settings. The patient required an external shock. The device programming was adjusted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. When there is both a ventricular tachycardia (vt) and vt monitor zone, the device does not store svt episodes in the monitorzone. If wavelet or onset were withholding detection and the rate was slower than the vt detection interval, the device would not store an episode. The brief bursts do not have sufficient number of intervals in the vt/vf zone to detect.